Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw0411 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in taiwan.

Event description:
It was reported that the extend leg cannot connect to the PICC . Patient status/ intervention: fine. No other information was provided. It was reported that this occurred with two devices. This report addresses the second device.